Event description:
A distributor reported that the keypad buttons were intermittently unresponsive.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently unresponsive during testing, and required excessive force to obtain a response. During investigation, all keypad button key contacts were observed to be misaligned. It was observed that the contrast button key contact was inverted. It was also observed that the up arrow, down arrow, and ok button key contacts became inverted with button presses, and did not spring back as expected. There was evidence of keypad adhesive found under all key contacts.